Event description:
It was reported that the pta balloon ruptured at nominal pressure during the first inflation in the sfa. The device was retracted through the introducer sheath without difficulty. Another balloon was used to successfully complete the procedure. There was no reported patient injury.

Manufacturer narrative:
A further clinical review was performed and identified this event to be MDR reportable pursuant to 21 cfr part 803. The device history records have been reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The device was returned. The investigation is confirmed for shaft bursts as 3 shaft bursts were observed in the returned sample. It is possible that the customer perceived these shaft bursts as a balloon rupture. However, the investigation is inconclusive for material rupture as the balloon could not be inflated due to the shaft bursts. The definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.